Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was not adequately calculating their boluses while considering active insulin. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The pump was recommending more insulin and not factoring active insulin. Troubleshooting was not completed. The customer was in manual mode and afraid to use auto mode. The insulin pump will not be returned for analysis.